Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital because he did not have enough insulin. The customer did not have insulin since (B)(6) 2014. The nurse helped the customer clear the no delivery alarm and the displayable history check failed on startup alarm. His blood glucose level was not returned. The product was not returned. Nothing further to report.